Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed, and the issue was confirmed. Inspection during fa process was able to replicate the reported event; the unit tested on system, presented c-54/c-00 error on startup ((B)(6) 2025 8:57 am us-ga). C-54 error logged in logs, occurred on erbe during fa, and is a voltage error with similar occurrence behavior to c-34, therefore matching the circumstances. C-00 errors in erbe logs.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a c-34 error occurred on the erbe generator during port placement. The customer stated that they would use a third-party generator for the port placement. The technical service engineer advised the customer to change the energy mode if the issue were to persist. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer clarified that the ports were placed when the issue had occurred. The customer was able to continue using the erbe generator but was not able to use the monopolar energy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.